Event description:
This is a follow up #1 to report investigation results of the returned needle and to clarify the complaint related lot number. As reported in the initial: during a lung cryoablation procedure, frost developed on the needle shaft. The procedure was completed with a different probe. The patient's skin was not injured and the case was completed. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation and determined that the lot number is a0817 and not a1675 as initially reported. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is -50.1°c which points to insufficient thermal insulation of the needle. The whole shaft length was covered with frost so the atp system could not recognize the ice ball margins. The needle's shaft was bent upon return; therefore needle disassembly could not be performed. Due to the condition in which the device was returned and the investigation results, the root cause was determined to be either related to standard vacuum sleeve thermal insulation loss, or vacuum insulation damage due to the bent needle. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
During a lung cryoablation procedure, frost developed on the needle shaft. The procedure was completed with a different probe. The patient's skin was not injured and the case was completed. The needle will be returned for investigation.